Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The problem was not confirmed, as there was no sample for evaluation. Therefore no assignable cause could be determined, as no device malfunction or use error was identified during the report.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient was diagnosed with and hospitalized for peritonitis, coincident with therapies for continuous ambulatory peritoneal dialysis (capd). The patient had cloudy effluent and abdominal pain. On the same day, the patient was hospitalized. However, the cause of the peritonitis and treatment for the event were not reported. At the time of this report, the patient was recovering from the peritonitis.